Event description:
Pt diagnosed with cardiogenic shock, ards, r/o sepsis, required reintubation procedure. A staff member experienced difficulty ventilating the pt's lung while using a resuscitation bag with a peep valve. The peep valve was removed during reintubation procedure and it became easier to ventilate. Pt began to deteriorate and required resuscitation. Despite resuscitation efforts pt expired.